Event description:
It was reported that decreased sensing, decreased impedance and increased capture threshold were observed. X-ray showed an apical perforation. The lead was explanted and replaced without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.